Event description:
It was reported by our japan affiliate that during a transfemoral tavr procedure a ventricular perforation was noted while performing balloon aortic valvuloplasty (bav). During the bav with a 23mm x 4cm balloon under rapid ventricular pacing (rvp), the balloon slipped to the aortic side twice. The third time, the balloon was positioned 60/40 ventricular/aortic and during inflation it slipped to the ventricular side. During all three bav¿s, the guidewire and balloon positions were correct and it was also confirmed that the patient¿s blood pressure (bp) was low (40¿s mmhg) under rvp. After a discussion between the operator and the proctor, it was decided to perform bav again with a 20mm x 4cm balloon. While preparing the balloon, the position of an extra stiff guidewire was shifted. The operator tried to adjust it with a pigtail catheter but the extra stiff guidewire was pulled out from left ventricle (lv). Access to the lv was attempted again with an al1 catheter and a straight guidewire, but these were also pulled out from lv while exchanging for an extra stiff guidewire. Lv access was attempted for a third time with an al1 catheter and a straight guidewire. These were exchanged for a pigtail catheter and an extra stiff guidewire. A 26mm sapien xt was implanted without issue and the procedure was finished. After the access site was closed, tee showed a pericardial effusion, so heparin was reversed. Since the bleeding was mild and no increase of effusion was observed, the patient was monitored by tee and bp was controlled. The patient¿s bp gradually dropped. When it decreased to 60¿s mmhg, it was decided to intervene. A pericardiocentesis catheter was inserted into the pericardial effusion site but the blood was clotted and it could not be removed, even with negative pressure. So the patient¿s chest was surgically opened and the bleeding was stopped. The bleeding site was around the first diagonal branch and the size was 1.0 to 1.5mm. The patient¿s bp became stable and the patient was transferred to ICU. Following the procedure, the operator and the proctor discussed the cause of bleeding and reviewed cine images. They made a conclusion that the lv injury occurred when the first extra stiff guidewire was pulled from the lv, after performing the bav with the 23mm balloon. The bleeding site matched with the position of the extra stiff guidewire while it was being adjusted by the pigtail catheter.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case the ventricular perforation was caused by a loss of guidewire during balloon exchanges for the bav. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.